Event description:
It was reported that the devices were used during a low anterior resection. The devices fired an incomplete staple line. Surgeon hand sutured to complete the anastomosis. The or time was extended by 3 hours.